Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and needle was used. During the procedure the needle broke. Another needle was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The sample was received was an incomplete sample, therefore a full evaluation could not be performed. There were no defects noted on the suture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01862 the same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: it was reported that a patient underwent a cesarean section and suture was used. During the procedure the suture broke. The surgeon completed the procedure with a like device. (B)(4).